Manufacturer narrative:
The device was not returned as it was evaluated and the bulb was repaired on-site by an olympus field service technician. Based on the results of the investigation, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Labeling review is not applicable since it is not a defect caused by user misuse. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source experienced the emergency light indicator lit up. The filed service technician went on-site to replace the main lamp bulb, but was unable to reset the lamp usage indicator after pressing or holding the button. The device lamp was replaced with one from the customer's stock. The issue occurred during preparation for use for a diagnostic colonoscopy procedure. There was no delay. The procedure was completed using the same device. There were no reports of patient harm.